Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately stored atrial tachy response (atr) episodes due to far field oversensing on the atrial channel. Additionally, the patient experienced a ventricular tachycardia (vt) episode below the programmer therapy zone. The health care professional (hcp) stated that external shocks were required to convert the arrhythmia. No adverse patient effects were reported. This device remains in service.